Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, nerve damage and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. Zimmer biomet complaint number cmp-(B)(4). Reported event could not be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of surgical technique noted the femoral and articular surface components are not compatible with each other, but do not typically result in the reported issues. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.